Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had surgery and did not place the device into surgery mode. The ipg was no longer able to reach a bondable state afterward and in now inoperable. Troubleshooting was unable to resolve the issue. Surgical intervention may take place to resolve this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.